Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when they disconnected the syringe adapter set to untangle the line, a piece of plastic from the male luer of the syringe adapter set broke off and remained in the smart site of the primary set while connected to a patient. There was no patient harm.

Event description:
The customer reported that when they disconnected the syringe adapter set to untangle the line, a piece of plastic from the male luer of the syringe adapter set broke off and remained in the smartsite of the primary set while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that a piece of plastic from the male luer of the syringe adapter set broke off and remained in the smartsite of the primary set was confirmed. Visual inspection showed that the male luer tip of the set was broken off. The tip of the luer was found lodged in the distal smartsite port of the concomitant primary set. Closer inspection under magnification showed stress marks at the break site of the male luer tip. No tool marks were observed. The root cause of the break is excessive force applied to the male luer as indicated by the stress marks at the break site.